Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 15 mm in length. The right iliac artery was 8, 6, 5 mm in diameter and the left iliac artery was 7, 8, 6 mm in diameter. The iliac limbs are severely calcified. At the initial implant the patient had a snorkel to the left renal; the right renal was left native. The patient returned emergently with leg pain. The CT showed right renal artery and the left iliac artery was occluded. The physician performed a thrombectomy in the left iliac 4 times and it kept re-clotting. The right renal artery was left alone. The patient was put on coumadin in hopes that it would treat the occlusions. It was reported that a week post intervention the patient's right renal artery was still occluded but there were no change in creatinine level or any signs of renal compromise. Both iliac limbs are open and fully patent. No additional clinical sequelae were reported and the patient is fine. The review of returned of the pre-implant 3d recon images reviewed show that the left renal is lower than the right renal. The distal aorta measures 15mm and is severely calcified, and the iliacs are straight but severely calcified. The severely calcified anatomy may have also contributed to the iliac occlusion.

Manufacturer narrative:
(B)(4). Methods: (film). Results: inherent risk of procedure (occlusion); (unknown cause); conclusion: (unknown cause).